Manufacturer narrative:
Testing by the eval lab identified probable root cause relating to the reported event. Disassembly of the alarm revealed that the red wire, that is attached to the alarm's internal pcb, was broken off at its attachment point. Refer to evr-19980064.

Event description:
The service report shows that the nellcor puritan bennett cse discovered that there was no audible alarm during the cse's scheduled preventive maintenance. The npb cse inspected the device and replaced the audible alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan bennett that this device caused on contributed to the event alleged in this report.